Event description:
Customer called to get help with the standard strip testing for the customers blood glucose monitor. Testing by phone confirmed that the standard strip test was out of range. The product was replaced and the defective one was returned for investigation.